Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic laser lithotripsy, the laser unit powered off unexpectedly, approximately five minutes after being switched on without a fibre connected. Reboot attempts were unsuccessful. Upon re-plugging, a loud pop was heard, and smoke was emitted from the rear of the unit. The unit remained non-functional, resulting in the cancellation of the procedure and a change to stent insertion instead.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h6 medical device problem code. The device was returned to olympus for inspection, and the reported smoke coming out of the back of the product was confirmed; however, the reported unit stopped working was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause of component failure could not be determined. It is assumed that a component inside the product overheated. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. Further investigation of the returned device noted that the device failed the power on test. There were burning marks on the rear panel and a malfunction in the power supply. Based on the results of the investigation, the reported unit stopped working was confirmed. This event was caused by a component failure of the power supply. The cause of power supply failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.